Event description:
Pt hospitalized for low bgs. It was stated that the customer remained attached to the pump during the manual prime. Insulin was injected when the buttons were pressed. It was said that the display did not show any numbers. The customer stated that this happened on one other occasion with another set.